Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and the user was unable to recover. Stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) confirmed the issue while observing an escort s attempt to recover cubie pockets in drawer 4.1, rows a, b, and c. Inspection revealed debris and pill tablets obstructing the pockets and preventing proper seating, which caused false errors and unsuccessful recovery attempts. The debris was removed from the drawer, and the cubie pockets and the row board cable were reseated. Functional testing was completed successfully in hta, and the escort was able to recover the failed cubies. The system functioned as intended after the field service engineer repaired the device.